Event description:
It was reported that this patient recently felt unwell and presented for a follow-up appointment. Upon interrogation while the patient was in a supine position, this implantable pacemaker was found to be operating in safety mode. When the patient repositioned upright, they reported feeling lightheadedness. The physician suspected that the lightheadedness was due to myopotential over-sensing and subsequent pacing inhibition since the device had entered safety mode. This pacemaker was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. Details were requested regarding the product return status, but no further information was provided. Should this pacemaker be received in the future, this record will be updated with analysis results.

Event description:
It was reported that this patient recently felt unwell and presented for a follow-up appointment. Upon interrogation while the patient was in a supine position, this implantable pacemaker was found to be operating in safety mode. When the patient repositioned upright, they reported feeling lightheadedness. The physician suspected that the lightheadedness was due to myopotential over-sensing and subsequent pacing inhibition since the device had entered safety mode. This pacemaker was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. It is currently unknown whether this device will be returned for analysis.